Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pieces broke off inside the patient. Broken pieces were successfully removed from the patient.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep bryan street the instrument fell apart in the patient. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force, or rotational force with the jaw under load. The device manufacture date is not known. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pieces broke off inside the patient. Broken pieces were successfully removed from the patient.